Manufacturer narrative:
The products were not returned for evaluation and therefore a physical investigation could not be completed. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation. Device information was not provided.

Event description:
It was reported that the patient had bursal sided partial thickness tear. The surgeon did not do a primary repair with the anchors, he used regeneten. Six months later a it was noticed that the patient rice bodies all over the shoulder and the graft was free floating, as per the surgeon response, he stated that this issue was caused by the peeks of the staples and the bone around them cause an osteolysis like effect. The patient showed some intra articular arthritic changes. The doctor did pull some samples for biopsy, awaiting results, 2 surgeries were performed.